Manufacturer narrative:
Additional information received on february 2, 2022 indicated that the patient has developed capsular contracture in both breasts ( bg-I in the left breast & bg ¿ iii in the right breast). Manufacturer¿s reference number: (B)(4).incorrect report in initial report. Correction: capsulotomy was performed on the left side, and implant was not removed. It was also reported that the patient has developed late-onset seroma in the right breast, it was asses by a physician during surgery as an old hematoma.

Manufacturer narrative:
As of march 3, 2025, it has been reported that the patient underwent surgery on (B)(6) 2025, to replace the left breast prosthesis with cat: 3507360mc, sn:(B)(6), following the discovery of a rupture at the time of the procedure. This surgery was initially indicated due to the presence of capsular contracture classified as baker grade iii. The rupture on the left side was symptomatic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on march 13, 2025, patient left side was replaced on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on may 04, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the sm mod classic gel, 360cc breast implant had a tear on the posterior view, measuring approximately 2.5 cm. Additionally, shell abrasion was observed on the edges of the tear. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation primary with a mentor memorygel, 360cc breast implant experienced right-sided capsular contracture grade iii, bilateral late onset of seroma, and bilateral rupture post procedure. The health care professional reported that the patient scheduled for capsulotomy and 100-200 ml of hematoma tissue discovered and extracted during the surgery. Capsule noted at consultation, implant rupture discovered during the surgery, old hematoma and seroma discovered during the surgery. Manifestation of seroma, 12 months, or more post-op. As a result patient underwent unilateral replacements of the right side with cat#: 3507360mc, sn#: (B)(4), and removal of the left side without replacements on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, seroma. Manufacturer¿s reference number: (B)(4).